Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support (cts), the malfunction alarm was cleared and subsequently, the customer received a power source alert after plugging the pump into a wall outlet. Cts instructed customer to leave the pump plugged into a power source for at least 30 minutes. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however, no response from the customer was received. Blood glucose was 215 mg/dl.